Manufacturer narrative:
Product event summary: the analyst noted a partial delivery system was returned without the device, tether, and tether pin. The analysis indicated that the delivery system tether was knotted. The lumen of the delivery system was torn. The delivery system tether was broken/cut/pulled apart. The delivery system tether was frayed. The delivery system inner shaft was mechanically kinked/bent. Visual analysis of the lead indicated damage during use. The analyst noted that the inner shaft being kinked thought out the delivery system would prevent the retracting of the device with resistance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [mc2avr1] product ID [product ID-delsys] (serial:(B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), the device was placed and the tether was cut. Resistance was noted upon pulling the tether which was increased and the tether could not be pulled at all. Upon device retracting attempt, the expansion button could not slide to the end, and hence the device could not be stored in the device cup. The physician believes that the inability to retract the tether was caused by tether entanglement. The tines were caught on tricuspid valve tendon cords during recapture attempt. The device remains in use. The delivery system was retrieved and the collected tether had a large number of thrombi and a complicated double entanglement. No further patient complications have been reported as a result of this event.